Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed thoroughly. During the inspection of the available iegms t-wave over-sensing was confirmed. Besides that, infrequent noise was observable in the right ventricular and far-field channel. The sensing of t-waves in the right ventricular channel resulted in a vf detection without shock delivery. This does not represent a device malfunction. The sensing parameters can be adjusted to specifically reduce the over-sensing of large intrinsic t-waves. Further analysis of the available data did not show any anomalies. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed t-wave sensing as root cause for the clinical observation. The root cause for the observed infrequent noise in the right ventricular channel was not determinable based on the available information. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 52 months after the implantation the lead was capped and replaced on (B)(6) due to oversensing with artifacts. No inappropriate therapy was delivered. The x-rays showed no macroscopic lead problems. During the surgery the ICD was also exchanged.